Manufacturer narrative:
The pump was received with a blank display due to misaligned battery tube. After realigning the battery tube the pump powered on properly and passed the displacement test, sleep current test, active current test and self test. Blank display confirmed.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshoot and display was returned. The insulin pump will be returned for analysis.